Event description:
Operative laparoscopy, laparoscopic total hysterectomy, left salpingo-oophorectomy, resection of pelvic peritoneal defects x2, release of intravesicular suture. Surgeon reported that pneumoperitoneum during laparoscopic procedure was leaking. Reported that the trocars were swapped out three times. Procedure delayed 15 minutes, but completed as planned.